Event description:
Boston scientific received information that this right ventricular lead was explanted shortly after its implant. There were decreased in thresholds, amplitudes and pacing impedances. It was reported that this could have been a potential patient condition. However, further information provided noted that there was concern of lead dislodgement. The lead was then repositioned. An x-ray appeared to have shown this lead was dislodged again. However, upon revision the physician could not confirm whether the was truly dislodged. An optimal position could not be achieved. The physician elected to implant a new lead. The hospital retained the explanted lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.